Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected in the lips with juvéderm® volite¿. The patient was concomitantly injected in the hands with a non-allergan device and platelet-rich plasma (prp) therapy. The patient reported experiencing ¿nodules¿ and ¿ugly lumps¿ on their face, lips, and chin 4 months later. The bumps reported ¿go in¿ when well rested and become ¿inflamed¿ as the patient gets more tired. The patient experienced a ¿reaction¿ in the hand 10 days later. Event is ongoing.